Event description:
It was reported that the device had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 implantable pacing lead implanted: 2011-(B)(6); 5554-53 implantable pacing lead, implanted: 2011-(B)(6). (B)(4)